Event description:
Patient presented with an ectatic left external iliac; had successful implant of a bifurcated device, a two proximal cuffs, and a limb extension in 2006. During a follow up visit, the iliac aneurysm had grown. In 2007, patient was brought in to treat a distal type I endoleak in the left external iliac with two limb extensions.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleaks are a known complication to the procedure. Operational context contributed to the event.